Event description:
Philips received information from the customer reporting after the pt was moved onto the CT couch, the operator was centering (horizontally and vertically) the pt on the couch for a CT procedure when the couch dropped a couple of inches downward which caused the system to open the estop. There was no harm to the pt or operator as a result of the reported event.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).